Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited error 1720. No patient involvement reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked housing. Functional testing found device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The root cause of the reported issue was found to be the back-up capacitor. Actions were taken to mitigate the reported issue: the back-up capacitor was replaced.